Manufacturer narrative:
Device evaluation summary: one cadd solis pump was returned for analysis in used condition. The visual inspection of the pump identified that the pump's downstream occlusion sensor had sign of fluid intrusion. Pump as inspected and it was found that there was fluid ingression corrosion around downstream occlusion sensor. Further investigation of the pump and determined that fluid ingression is the root cause of the issue. The customer stated issue was able to be duplicated.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump won't accept cassette. No adverse effects were reported.